Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips;wrong code key returned. Most likely underlying root cause of malfunction: user had incorrect code key.

Event description:
Customer's grand daughter called in for the customer about the truetrack meter giving an hi results today. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 165-170mg/dl not fasting. Verified the strips expired 5/31/2016. Reviewed meter memory: (B)(6). Memory concerns:with hi. Meter time and date not set.